Event description:
A malfunction was reported on the pump with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing pump reset information, which resolved the issue as the malfunction code did not recur after the reset. The customer was advised to contact support if the issue reappears and acknowledged the instructions.